Event description:
The pt wanted his implant removed as it no longer helped him. He had fallen multiple times which caused problems for him to point where the stimulator did not relieve his pain. He fell in the bathroom in (B) (6) 2009 and twice after that; he had to be carried out on a gurney and stretcher. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)